Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilation was performed, a 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, the stent strut end tip portion is already visible and regarded as bad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that, stent struts on the first distal stent strut row and proximal stent struts rows were flared. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilation was performed, a 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, the stent strut end tip portion is already visible and regarded as bad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.